Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2138-70 serial# (B)(4) description: linear lead, 70 cm with pre-loaded 0.012 inches stylet.

Event description:
A report was received that a patient was not receiving adequate stimulation. During the lead revision procedure, the physician was unable to successfully insert the lead in the header of the lead extension as the end of the lead was bent and a contact was squashed. The physician declined explanting the damaged lead and chose to insert the functioning lead in the ipg. The lead was then tested for impedances and discovered that there were high impedances on both leads. Upon further investigation, it appeared that the set screw on the ipg was not tightened; therefore no communication was able to be obtained between battery and lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2352-50 serial# (B)(4) description: linear 3-4 lead 50cm; model# sc-3138-25 serial# (B)(4) description: phase iii lead extension - 25 cm. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was not receiving adequate stimulation. During the lead revision procedure, the physician was unable to successfully insert the lead in the header of the lead extension as the end of the lead was bent and a contact was squashed. The physician declined explanting the damaged lead and chose to insert the functioning lead in the ipg. The lead was then tested for impedances and discovered that there were high impedances on both leads. Upon further investigation, it appeared that the set screw on the ipg was not tightened; therefore no communication was able to be obtained between battery and lead.